Event description:
(B)(4) solicitors forwarded a letter of claim to stryker (B)(6) 2013. The letter of claim is from (B)(4) solicitors and is addressed to depuy orthopaedics. The letter, dated (B)(6) 2013, is in relation to a (B)(6) year old female patient who underwent a right hip replacement on (B)(6) 2007. (B)(4) solicitors reported that the operation took place at (B)(6). The solicitor reported that three months following the patient's hip replacement, she began to experience pain in her knee which later spread to her femur which became sore to touch. The solicitor reported that the pain became worse and in (B)(6) 2012, the patient complained of pain in her right groin, her right leg muscles seizing up and a loud clicking noise coming from her hip. The solicitor reported that the patient had her blood levels checked in (B)(6) 2012 which showed her cobalt levels reaching 62 nmol/l (0-30) and her chromium levels reaching 85 nmol/l (0-40). The solicitor reported that following the results of her blood test and her symptoms, the patient was advised to have her hip revised. The solicitor reported that the revision operation took place on (B)(6) 2013. The solicitor reported that in (B)(6) 2013, the patient's pathology results confirmed the appearance of her tissue to be in keeping with alval.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0046, lot # fm061476, description: mitch trh md hd sz 46+0, manufacturer: depuy. Cat # mac-9988-4652, lot # fm059887, description: std mitch trh cp sz 46/52, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not available.

Manufacturer narrative:
An event regarding alval involving an exeter v40 stem 37.5mm no 0 was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A clinical consultant indicated that additional medical records are needed to confirm a root cause. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
(B)(6) solicitors forwarded a letter of claim to stryker UK on (B)(6) 2013. The letter of claim is from thompsons solicitors and is addressed to depuy orthopaedics. The letter, dated (B)(6) 2013, is in relation to a (B)(6) female patient who underwent a right hip replacement on (B)(6) 2007. (B)(6) solicitors reported that the operation took place at (B)(6) hospital by mr (B)(6). The solicitor reported that three months following the patient's hip replacement, she began to experience pain in her knee which later spread to her femur which became sore to touch. The solicitor reported that the pain became worse and in (B)(6) 2012, the patient complained of pain in her right groin, her right leg muscles seizing up and a loud clicking noise coming from her hip. The solicitor reported that the patient had her blood levels checked in (B)(6) 2012 which showed her cobalt levels reaching 62 nmol/l (0-30) and her chromium levels reaching 85 nmol/l (0-40). The solicitor reported that following the results of her blood test and her symptoms, the patient was advised to have her hip revised. The solicitor reported that the revision operation took place on (B)(6) 2013. The solicitor reported that in (B)(6) 2013, the patient's pathology results confirmed the appearance of her tissue to be in keeping with alval.